Event description:
It was reported that during hospital stay after discharging from the intensive care unit (ICU), there were short low flow alarms episodes for less than 2 seconds. It was noticed that the patient was in a sustained atrial fibrillation (af) at 150 beats per minute (bpm) during these events with a mean arterial pressure (map) at 90 millimeters of mercury (mmhg), although it was reported that the patient had hypotension during the event. Entresto (sacubitril / valsartan) and cordarone (amiodarone) were introduce the reduce af. Beta blockers were stopped. Log file review was requested, and the log file captured low flow events on 11dec2024 and 12dec2024. They occurred at times when pulsatility index (pi) was high. There were no more alarms after the medication change and the patient returned to sinus rhythm. It was communicated on 18dec2024 that the patient experienced asthenia. The patient did not have a history of arrhythmia pre-pump implantation, and it was stated they were in sinus rhythm with ventricular extrasystoles time to time. The arrythmia was thought to be an outcome of the surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the low flows were caused by the patient¿s arrhythmias. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established. The submitted controller event log file contained data from 11dec2024 through 12dec2024. Intermittent low flow events, multiple resulting in low flow alarms, were captured throughout the file. During these events, flow ranged from 2.1-2.4 lpm. Otherwise, flow ranged from 2.5-3.9 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Further low flow events have since been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.